Event description:
Shank of anterior currette broke when activating on the lingual of #26. I heard a "pop" noise and saw the portion of the currette on the distal of soft palate. I instructed pt not to swallow and attempted to use hve to remove. I lost sight of the currette tip, immediately set pt up in the chair and got the doctor. Pt did not detect any foreign object in his mouth. He was coughing to attempt to cough it out. Checked trap and it was clean. Pt was instructed to have chest x-ray with his physician. He was advised there is a concern if the instrument tip entered his airway/lungs.